Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. A calcification in the coil is suspected. This rv lead will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. A calcification in the coil is suspected. This rv lead will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported.